Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. During examination of the right atrial (ra) lead, it was noted that there was noise on the lead which caused inappropriate mode switching episodes. Physician reprogrammed the atrial lead's sensitivity. The patient was in stable condition.